Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited oversensing which resulted inappropriate automatic mode switches. No intervention had been performed the patient would be brought in for re-evaluation. The patient was asymptomatic.

Event description:
New information states that the oversensing still exist. The patient is asymptomatic. No intervention had been performed.